Event description:
New information received notes that after pocket relocation the lead was electively replaced due to the short length of the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that during the implant procedure, high defibrillation threshold was observed. The lead was explanted and replaced. The patient condition was good following the event.